Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins). It was reported there was pain at ins site. Patient reports a recent fall which has aggravated the battery pocket site. He is treating it with over-the-counter measures. Additional information was received from a patient (pt). It was reported that they were having issues with their communicator. Patient stated that the communicator keeps going dead within a week and they think there is a software problem. Patient mentioned that they had their previous communicator replaced due to the same issue. Patient mentioned that they are trying to get ahold of their manufacturer representative (rep) in regards to having them at their upcoming appointment and about the communicator dying within days. Patient mentioned they have a dbs device and keep that separate from their spinal cord stimulator (scs) device; patient added that they don't use the scs everyday but they check on it every week. Patient noted for the last 2 months or since they got the communicator replacement the communicator keeps doing the same thing as the previous one and that they want to crack it open. Patient stated their appointment is march 6th and that their doctor said they would set up the rep coming to the appointment but also gave the patient the reps phone number to call; patient called the rep and but got no response. Patient reported they are requesting a rep because of the pain they are having with the implant; patient added they want the reps to run tests to see what is going on. Patient mentioned that they are getting zapped when the scs is not even on and something is not right and that was not happening before with their old communicator. Patient noted that almost like once in awhile the communicator will come on and start working when they don't do it themselves and they feel the stimulation in their legs. Patient noted that they have a dbs system with the same equipment and don't have any issues and can go without using the device for months and they last used it 3 months ago and they are able to go back in and use it just fine and the communicator will be fully charged. Patient mentioned at first they thought the devices were interfering so they put one device at one end of the house and the other at the other end and the scs communicator still went dead. Patient noted they are at their wits end and having more pain than they did from just their back hurting; patient added they want a new system with a smaller battery and are almost tempted to have the scs taken out due to it causing more pain than before. Patient stated that if they get the implant removed they are keeping the implant because they paid for it; patient added they have had more issues with scs than dbs. Patient asked for a message to be sent to the field so a rep will be at their appointment; agent sent an email to the field and reviewed role of rep with patient. Patient reported this is discouraging this is happening because their first surgery was a success, but they drive a lot so the pain is hard on them. Patient followed up saying they have to sit forward in their recliner to avoid pain and not pushing on the implant. When asked for an event date; patient mentioned the pain started probably 6 months after the surgery so they think december 30th of '23 before their insurance changed or the day before the last day. The issue was not resolved. Agent sent a request to repair to replace the communicator.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Per additional information from manufacturer representative (rep). Rep stated pt device is very prominent. Healthcare provider (hcp) believes mechanical irritation occurring. The other actions taken to resolve the zapping and pain at the ipg site were going to try over the counter management. Rep added that the issue has not been resolved. Patient has not yet rescheduled follow-up visit so rep do not have no more information at this time.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a patient (pt). It was reported that they are still having the same issue. Patient mentioned that the communicator still runs down in charge within 2 weeks and that this is their third communicator. Patient noted that they are convinced the issue has to do with programming and that they have the same equipment for dbs and don't have any issues. Patient stated that their dbs equipment will be fully charged and then they won't use it and then go to use it and have no difficulty but when they do that for scs, the charge is down low or they have to charge communicator before doing anything. Patient reported that the communicator was fully charged about 2 weeks ago and never touched/turned on and now it is at 35%. Patient mentioned they got a communicator when they were first implanted, a replacement 6 months to a year later, and then a replacement for this same reason 2-3 months ago. Patient noted they saw a manufacturer representative (rep) and their doctor and were told everything was fine and to call patient services back if the issue came back. Patient mentioned that they think the dbs and scs are now interfering because they get not found when trying to connect to one device and the other is also on. Patient noted this is not acceptable and that they only use both devices when needed and that is how the scs is set up according to their doctor. Patient kept reiterating that their dbs equipment does not do this and wanted to know why the communicator runs out of battery when they barely use it; agent reviewed information. Patient mentioned that this cost a lot of money; patient followed up saying they should be able to keep their dbs and scs equipment next to each other but they can't without connection issues. Patient noted they had an appointment 2 weeks ago and a month ago where they had to charge their equipment and noticed the continued issue; agent asked if patient keeps the communicator on the charger or off and patient said they just turn the communicator off. Agent reviewed they should still be charging the communicator frequently when not using; patient asked if that would kill the battery and agent reviewed information. Patient mentioned with the previous replacement they had to make an appointment with the rep and doctor to get help to pair the communicator because it wouldn't work and at one point they couldn't use the old or replacement. Patient noted they have an appointment with the neuro doctor on june 5th. Agent advised patient to start charging the communicator regularly and monitor the issue; patient added they will call back if the issue persists.